Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Eol was declared without eri. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not trigger elective replacement indicator (eri). The device was checked five months ago and the charge time (CT) was 25 seconds but on the day of check, it was 35 seconds. After that check, the CT went above 26.1 seconds. This ICD was explanted. No adverse patient effects were reported.